Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed with no anomalies noted during the manufacturing process. Additional information was requested and the following was obtained: patient is fine. The cystic duct stump retracted after the application of the clip transected the duct (the clips were not apposing as they should and acted like a microscissor looking like the greek letter gamma after firing). I used a different clip applier and got one clip on the very end of the retracted cystic duct stump. I left a drain in for 2-3 days, there was no bile leak.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip malfunctioned during the case. Clips were "not meeting together rather they met in a scissor-like fashion cutting the duct". It caused common bile duct dissection. It is unknown how the case was completed.